Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The data logs were reviewed and confirm a rise in the purge pressure and the issue was brief and resolved. However, the actual cause of the high purge pressure could not be determine without the device for evaluation. The instructions for use provides troubleshooting for high pressure issues. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 29-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was high purge pressure on the pump. The pump was moved to a new console and the issue resolved.